Event description:
It was reported that this right ventricular (rv) lead was part of s system revision due to infection. There was no additional adverse patient effects were reported. This lead was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes bacterial infection.

Event description:
It was reported that this right ventricular (rv) lead was part of s system revision due to infection. There was no additional adverse patient effects were reported. This lead was explanted.